Manufacturer narrative:
Device investigation details: complaint was confirmed; the device was returned with a cartridge connector stuck in the drug chamber. The cartridge connector was removed, however due to damage to the housing, the housing will need to be replaced.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl after the connector broke off during a supply change and remained stuck in the pump, and the user transitioned to subcutaneous insulin pens as backup therapy while a replacement pump was arranged. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a mechanical problem consistent with failure to disconnect at the connector/coupler component. Symptoms included hyperglycemia, dry mouth, and nausea. Outcomes included no health consequences or impact as reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.